Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the radio frequency (rf) programmer head was out of specification during e-field immunity and uplink tests, and that the rf head cable was twisted. The head cable was replaced and the head passed all final functional and systems tests, no other anomalies were found. Product ID: 2090, programmer; (B)(4).

Event description:
It was reported that the radio frequency programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis.